Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) was conducted whereby the ins was compared to a control ins, during which testing it was found that ¿both devices functioned properly through the duration¿ of testing. It was noted that ¿both devices were set to the parameters the explanted device had when received for analysis.¿ the analysis results concluded the returned ins was ¿not in new condition.¿

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had been ¿switching on and off¿ since 2010 ¿with no warning.¿ it was stated the patient ¿had been able to turn it back on every time.¿ it was noted there were ¿no¿ patient complications and that the ins had been replaced three days prior to report. It was stated there was dissatisfaction with the identity, quality, durability, reliability, safety, effectiveness, or performance of the product. Additional information has been requested; a supplemental report will be filed if additional information is received.